Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B) (4).

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load correctly. The seal stayed in the device. A replacement seal was used to complete the procedure. The hosp did not report any pt complication. (B) (4).